Manufacturer narrative:
This report is submitted on september 05, 2019.

Event description:
Per the clinic, the patient experienced occasional pain and itching in the implanted ear, a reddish and wet spot were observed under the device coil magnet. The information received is reportable to FDA due to possible administration of an antibiotic.